Manufacturer narrative:
H6 investigation summary: scope of issue: the scope of issue is only limited to part # 342975 and serial # (B)(6) . Problem statement: customer reported complaint on a facscalibur cytometer 4 color basic ivd¿ 342975 that populations in the data are not well defined and may be erroneous results. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 02sep2019 to date 02sep2020. Complaint trend: there are 6 complaints related to collecting erroneous population data; date range from 02sep2019 to date 02sep2020. Manufacturing device history record (DHR) review: DHR part #342975 serial # (B)(6) , file #(B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of why the customer was not obtaining undefined populations in their data was because the sample tube line and filters were dirty or clogged. Dirt, debris or clogs in the fluidic system, including filters, will contribute to flow rate issues, especially within the sample line resulting in unexpected results. The fse (field service engineer) confirmed the issue and flushed the lines clean to ensure proper flow and accuracy. The fse also performed a pm (preventive maintenance) service that was overdue from 2020, possibly because of covid restrictions and precautions. Electronic cleaning, pressure flow, laser alignment and further calibration was given to bring the instrument to optimum performance. No parts were requested for evaluation as there were no serviceable and returnable parts replaced. After a cleaning and complete pm, the instrument was tested and was performing as expected. Although the unexpected results were from patient samples, no patient was treated nor harmed from incorrect results. The results were captured prior to any diagnosis decision and was reported to bd as not expected. The customer confirmed that the patient sample was rerun again later before advising any treatment. Proper daily and monthly cleaning procedures can be found under ¿maintenance¿ in the user guide; bd facscalibur¿ system user¿s guide, #23-, pages 60 and 62. After the repair, the instrument was rebooted, tested and functioning as expected. The safety risk is low as there was no impact to patient health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: 27jan2009. Defective part number: n/a. Work order notes: subject / reported: 342975 - facscalibur - populations are not well defined. Problem description: I have had a problem with the facscalibur since this week. The clouds are bananas and all horrible. I changed all my ac, in order to exclude possible contamination (in which I did not believe). I don't have time to investigate further with the corona pcrs, in which we are drowned and which take 90% of the time, despite our 12 hours of daily work, 24/7. I cannot go on like this. Could you intervene? Thank you for your reply. Work performed: change all parts of the pm kit. Optical electronic cleaning. Pressure tension control laser alignment. Passage of all types of logs. Save results. Facscomp and hla b27 calibration successfully. Correct functioning of the facscalibur. Cause: sample tube clogged. Solution: 2020 maintenance. Returned sample evaluation: a return sample was not requested because no parts were replaced. Risk analysis: risk management file part # 342973-01ra, rev. 01/vers. A, bd facscalibur failure mode and effect analysis was reviewed. The severity rating in this file is ¿5¿ based on the previous scale rating. This rating is equivalent to ¿s2¿ in sop6078-02 whereby the unexpected result is obvious or indicated by additional (warning) information and hence the impact to the patient is negligible to none. The current mitigations are adequate with rpn under acceptable range. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? ¿yes ¿no item: facsflow supply system. Function: increase capacity of sheath and waste. Potential failure mode: time delay errors. Potential effects of failure: erroneous data. Potential causes/mechanisms of failure: sheath pump too strong. Current controls: facscomp. Recommended actions: n/a. Responsible party: n/a. Target completion date: n/a. Actions taken: n/a. Sev: 5. Occ: 3. Det: 5. Rpn: 75. Item: sheath filter 80-30038-07. Function: filter sheath. Potential failure mode: flow rate problems. Potential effects of failure: erroneous data. Potential causes/mechanisms of failure: bubbles in sheath filter. Current controls: facscomp co #1147e500301. Recommended actions: n/a. Responsible party: n/a. Target completion date: n/a. Actions taken: n/a. Sev: 5. Occ: 3. Det: 5. Rpn: 75. Mitigation(s) sufficient ¿yes ¿no root cause: based on the investigation results the root cause was due to a dirty fluidics sample line and filters. Conclusion: based on the investigation results, the root cause of why the customer was obtaining undefined populations in their data on the facscalibur was because the sample tube line and filters were dirty or clogged. The fse confirmed the issue, flushed the system and performed a necessary pm. After the service, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the erroneous results. The safety risk is low as there was no impact to patient health or safety. H3 other text : see h10.

Event description:
It was reported that during use with a bd facscalibur¿ flow cytometer erroneous results were obtained by the laboratory personnel. Confirmatory testing has not been provided. There is no indication that erroneous results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: I have had a problem with the facscalibur since this week. The clouds are bananas and all horrible. I changed all my ac, in order to exclude possible contamination (in which I did not believe). I don't have time to investigate further with the corona pcrs, in which we are drowned and which take 90% of the time, despite our 12 hours of daily work, 24/7. I cannot go on like this. Could you intervene? Thank you for your reply. Were the samples analyzed on the instrument patient samples? Yes, the technician noted to have ran 6 to 10 patient samples on the instrument. To ensure there was no error made with the staining/preparation of the samples she reran the protocol of preparation and found similar results. The results were passed on to the biologist for confirmation of results. But she has not had an update from his side on this. Was there any delay of treatment due to the issue? Currently the samples have not been released as such there has not been a conclusion made on the data obtained. Other samples have been kept in conservation without being stained in awaiting of the instrument being inspected by the bd fse. Any treatment provide to the patient based on the result? No, as the sample results are yet to be confirmed by the biologist. Was there any physical harm/injury to the patient due to the issue? Not known to the technician. As noted, no results have been released according to the technician.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd facscalibur¿ flow cytometer erroneous results were obtained by the laboratory personnel. Confirmatory testing has not been provided. There is no indication that erroneous results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: I have had a problem with the facscalibur since this week. The clouds are bananas and all horrible. I changed all my ac, in order to exclude possible contamination (in which I did not believe). I don't have time to investigate further with the corona pcrs, in which we are drowned and which take 90% of the time, despite our 12 hours of daily work, 24/7. I cannot go on like this. Could you intervene? Thank you for your reply. Were the samples analyzed on the instrument patient samples? Yes, the technician noted to have ran 6 to 10 patient samples on the instrument. To ensure there was no error made with the staining/preparation of the samples she reran the protocol of preparation and found similar results. The results were passed on to the biologist for confirmation of results. But she has not had an update from his side on this. Was there any delay of treatment due to the issue? Currently the samples have not been released as such there has not been a conclusion made on the data obtained. Other samples have been kept in conservation without being stained in awaiting of the instrument being inspected by the bd fse. Any treatment provide to the patient based on the result? No, as the sample results are yet to be confirmed by the biologist. Was there any physical harm/injury to the patient due to the issue? Not known to the technician. As noted, no results have been released according to the technician.